Event description:
It was reported that when the first ht-command guide wire was being shaped with an insertion tool, black powdery substance was found adhered to the physician's glove. The guide wire was not used. When the second ht-command guide wire was being shaped with an insertion tool, black powdery substance was again found adhered to the physician's glove. The tip was examined and it appeared that the polymer coating was scraped. The guide wire was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A non-abbott guide wire was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported coating damage was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event a query of the electronic complaint handling database revealed no other similar incidents reported from this lot for coating damage. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The first ht command guide wire mentioned is being filed under a separate manufacturer report number. The guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.